Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to aspirate through the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong nxt catheter. The two-piece connector was not returned for evaluation. Blood residue was observed throughout the catheter lumen. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the catheter to be fully occluded by blood products. Neither infusion nor aspiration was possible. Microscopic inspection of the proximal end of the catheter revealed striations typical of a sharp instrument cut. Microscopic inspection of the catheter length confirmed abundant blood products throughout the lumen. The inability to infuse and aspirate through the catheter appeared to be caused by accumulation of blood products within the catheter lumen. Blood product accumulation can occur if the catheter is not properly accessed/maintained. The product IFU provides guidance pertaining to catheter maintenance.

Event description:
It was reported by the facility that they were unable to aspirate blood after implanting the catheter. The catheter was removed and a new catheter was implanted. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax0866 showed one other similar product complaints from this lot number.

Event description:
It was reported by the facility that they were unable to aspirate blood after implanting the catheter. The catheter was removed and a new catheter was implanted. No patient injury was reported.